Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was no reaction after start up and the fans did not work. (B)(4).

Event description:
It was reported that the programmer was not able to start up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.